Manufacturer narrative:
Investigation summary: the customer did not provide bd pas with product catalog number or lot number information, when requested. After 3-follow-up attempts to obtain additional information, bd pas has closed this customer complaint. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Hemolysis can be caused by many sources, including certain patient pathological conditions, improper specimen collection, specimen processing, and specimen transport. Specimen collection factors that can contribute to hemolysis range from prolonged tourniquet time and improper venipuncture technique to transferring a sample from a syringe draw or IV catheter. Specimen processing factors include vigorous mixing or shaking of the specimen, not allowing the specimen to clot for the recommended amount of time, prolonged contact of serum or plasma with cells, and exposure to excessive heat or cold. Finally, mechanical trauma and other adverse conditions during transport of tubes can result in hemolysis.

Event description:
It was reported that the patients blood was hemolyzed with a unspecified bd sst blood collection tubes. The following information was provided by the initial reporter: (2 of 2 complaints) we have had a patient's blood hemolyze x 2. We put the blood in 2 different sst tubes; red/ black and yellow. The patient was an easy stick and the blood was clotted and spun down properly.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the patients blood was hemolyzed with a unspecified bd sst blood collection tubes. The following information was provided by the initial reporter: (2 of 2 complaints) we have had a patient's blood hemolyze x 2. We put the blood in 2 different sst tubes; red/ black and yellow. The patient was an easy stick and the blood was clotted and spun down properly.